Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant, there was an implantable neurostimulator (ins) malfunction and the lead would not advance completely into the ins. The doctor tried to back out the set screw, and the farthest the lead would advance was three quarters of the way to the end. The lead made it past the set screw, but not to the end. The doctor tried rotating the device for different entry. Impedance testing was done and there were high impedances greater than 4000 ohms on all electrodes. The issue was not resolved, and the cause of the issue was not determined. The device was not implanted. The procedure ended up being just a lead revision instead of a full revision as planned. There were no patient symptoms or complications associated with the event.

Event description:
Additional information received reported that replacement of the ins went well and the patient was receiving therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: implantable neurostimulator.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information received reported that the new lead was placed and it would not go into the new battery so the old battery was put back in and was providing current therapy for the patient. The patient was able to feel stimulation with the old battery and new lead; however they had to increase the settings due to the age of the battery. The old battery would need to be replaced in the near future due to normal battery depletion. As the new lead fit into the old battery, the new battery that was used was returned for analysis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.